Event description:
A account manager reported that during an intraocular lens (iol) implant procedure, leading haptic sheared off on insertion, lens was torn in 2 different locations. The lens was then removed with an intraocular scissor and grasper. The procedure was completed with another lens. Lens was explanted in initial procedure.there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in d.6.a. Additional information was provided in b.5.,h.3., h.6. And h.11. The product was not returned. A photo was provided. The blurry photo showed an implanted lens. A dark spot was visible near the optic center. A determination as to the nature or origin of the dark area cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A photo was provided. The blurry photo showed an implanted lens. A dark spot was visible near the optic center. A determination as to the nature or origin of the dark area cannot be determined from the photo. All lenses are 100% inspected for cosmetic attributes. The area observed in the photo, if on/in, the lens would not have met company¿s release criteria. Information was provided that the reporter felt this was not a scratch or divot in the lens. It appeared to be inherent in the lens material. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Addition information was received stating lens did not have a haptic issue.